Event description:
Philips received a complaint by the customer on the v60 indicating that when transporting a patient, the devices screen turned off then back on. The device continued to cycle, no patient harm and unit removed from patient without incident. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that during transport, the v60 screen went black for 4-5 seconds then came back on, unit continued to cycle. When the biomed was troubleshooting the unit, it powered on normally with screen visible and both yellow leds present on front panel, battery is fully charged and battery test passed, customer requests onsite unit inspection to verify operation. The investigation is ongoing.

Manufacturer narrative:
Diagnostic was performed by an engineer and noted error code 1101- ventilator restarted due to anomalies detected during operation ordered cpu. Double checked all codes before installing cpu and found error code 3007 also present. Per service manual: if diagnostic code 1101 occurs in conjunction with diagnostic code 3007 (software exception), no action is required. A field service engineer (fse) was also dispatched to the site and he could not duplicate the reported problem. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.